Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 754:00; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 754:00 failure was confirmed during product evaluation. The cause of the reported condition was determined to be a faulty pump module unit (pmu) and the signal harness. The pmu was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 7.01.00.